Manufacturer narrative:
Per additional information received on march 9, 2023, and march 14, 2023, the following information has been updated on this form: patient's demographics have been updated under section a. Field d1 for brand name has been updated to "mentor smooth round moderate profile" field d4 for catalog number has been updated to "3501685". Field d4 for lot number has been updated to "5540227". Field d4 for unique identifier( UDI) has been updated to "(B)(4)". Date of implant has been updated to (B)(6) 2004 under fields d6a. Date of explant has been updated to (B)(6) 2019 under fields d6b. Field g4 for PMA/ 510(k) has been updated to "p990075". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is aware that the date of implant ((B)(6) 2004) is prior to the manufacturing date (june 22, 2004) of reported lot number 5540227. Multiple follow ups were completed for clarification, and the information received was updated. If additional information becomes available, it will be updated and supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disorder, wound infection, and capsular contracture (unknown grade). This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder, wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5103042 that a female patient underwent a breast surgery with two unspecified mentor gel breast implants and experienced bilateral capsular contracture (unknown grade) and wound infection, and several unexplained systemic symptoms. The symptoms are fatigue, pain (unspecified), fibromyalgia, sepsis (2009), unspecified neurological effects, brain fog, memory impairment, anxiety, osteopenia (when the patient was in her 40s), autoimmune disorder (unspecified),degenerative disk disease, infection (a lab result indicating staphylococcus lugdunensis), lost her teeth, jaw pain, capsule around the implants, and implant-site calcification. The patient was prescribed with antibodies for the infection. No device issue was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement. The explanation date was not reported. Currently, the patient is on unspecified pain-management pills. Multiple attempts were performed to obtain further clarification on the reported event. However, no response has been received. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.